Event description:
It was reported that cartridge alarm 30 occurred and that caller had experienced cartridge alarms with consecutive cartridges, although this issue did not occur during the loading process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump therapy, technical support confirmed alarms and arranged for pump replacement, and caller declined an out-of-warranty loaner pump option.